Event description:
It was reported that during an unknown procedure, the section plan seat, cannula cartridge and duck mouth film separated from each other during use. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 10/04/2010. Improper/insufficient weld the analysis results found that the device was received with the universal reducer cap misassembled resulting in the seal cap and the seal base being separated and the inner seal assembly out of position. The energy directors have evidence of not being properly welded. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. In addition, the lens of the obturator was noted cracked. The exposure to ethylene oxide (eo) which is part of the complaint device return process may lead to crack/scratch lens. The batch record was reviewed and no anomalies were noted during the manufacturing process.